Event description:
It was reported by international mmi facility (canada) that the "tube collar cracked" on two size 6fen, fenestrated low pressure cuffed tracheostomy tubes. Length of usage on the first device was not recorded. The second device was in use approximately four days when the reported problem was detected. Add'l info provided indicated that device use includes attachment to both ventilator circuits and closed suction system. It is unknown what type of trach care, cleaning and maintenance is performed. One 6 fen device was returned to the MFR on 6/20/97 and processed to the quality analytical laboratory for analysis and investigation.